Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported patient was injected with 2ml of juvéderm® volux¿ xc into "medial chin and bilateral prejowl area". One week after injection, patient developed swelling and discomfort at injection site. "Boluses were felt on palpation" and hcp started patient on zyrtec, ibuprofen, and prednisone to reduce inflammation. One week later, symptoms worsened and "the sites were extensively inflamed presenting with erythema, pain upon palpation and warmth at the sites." Patient was treated with 6 vials of hylenex and started on antibiotics, tylenol, and ibuprofen. Symptoms ongoing.